Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to observations of loss of capture. No asystole was observed. There were no additional adverse patient effects.